Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade and the safety was observed to be broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
According to the reporter: occurred during an anterior resection. While constructing the colorectal anastomosis, the stapler did not fire and the anastomoses fell apart. The green bar might not have been fully visible in the window. The stapler made a loud crunching noise. There was a crack at the locking pin. The anvil was bent. To correct the issue, additional rectal tissue was resected. The anastomoses was redone successfully. Surgical time was extended 30 minutes or more due to the product problem. Patient status is alive. Hospitalization time may have been extended, but the length is unknown.